Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a defective buffer valves and mixing unit. The fse replaced the buffer valves and mixing unit to resolve the issue. (B)(4).

Event description:
The customer reported the generation of erroneously high ise (ion-selective electrode) results for three (3) patients. The erroneous results were not released out of the laboratory; hence, there was no change to patient treatment. There was no report of an adverse event in association with this event. The customer provided data for 3 patients.